Event description:
After completing the load process, the customer's pump displayed a red x over the insulin gauge and indicated the cartridge be changed again. Customer then delivered 10 u of insulin during fill tubing and received an error message stating that her cartridge needs a minimum of 50 u to resume insulin delivery. There was no impact to the customer's blood glucose level. The customer used insulin that was slightly colder than room temperature.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.